Manufacturer narrative:
B3: date of event - estimated based on aware date of (B)(6) 2021. Device evaluated by MFR.: the returned device consisted of a watchman truseal access system. The device was bloody, with the hemostasis valve coated in dried blood. Analysis of the hub/valve, tip, and sheath included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The truseal was functionally tested for leaking. The hemostasis valve was closed, and fluid was flushed through the device. The valve stayed closed and the device did not leak. The reported device leak was not confirmed.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was inserted into the left atrium and the dilator was removed. At this time, the valve continued to leak, even while the threading was in a good position and closed. Another anterior curve was attempted, but this one also leaked when it was inserted into the la and the dilator was removed. The was switched out to a double curve was sheath that functioned normally and the procedure was successfully completed with the implant of a watchman laa closure device. There were no issues with the patient as a result.

Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was inserted into the left atrium and the dilator was removed. At this time, the valve continued to leak, even while the threading was in a good position and closed. Another anterior curve was was attempted, but this one also leaked when it was inserted into the la and the dilator was removed. The was was switched out to a double curve was sheath that functioned normally and the procedure was successfully completed with the implant of a watchman laa closure device. There were no issues with the patient as a result.